Manufacturer narrative:
Additional information: a2, a4, b5, g3, h6 (fdp, ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a total of seven 7.0mm endotracheal tube had cuff leakage. The issue took place in a hospital setting. The tube was stopped being used and there was no patient harm.

Manufacturer narrative:
D10 concomitant products: 18870, 18870 7.0mm taperguard evac trachealx, lot#23b1127jzx; 18870, 18870 7.0mm taperguard evac trachealx, lot#23b1127jzx; 18870, 18870 7.0mm taperguard evac trachealx, lot#23b1127jzx; 18870, 18870 7.0mm taperguard evac trachealx, lot#23b1127jzx; 18870, 18870 7.0mm taperguard evac trachealx, lot#23b1127jzx; 18870, 18870 7.0mm taperguard evac trachealx, lot#23b1127jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were cuff leakages with a total of seven 7.0mm endotracheal tubes. The issue took place in a hospital setting. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the first 7mm endotracheal tube was used at about 9 am, had cuff leakage then the ventilator alarmed. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first 7mm endotracheal tube was used at about 9 am, had cuff leakage then the ventilator alarmed, it was replaced with another one and it alarmed again at about 2 pm. After the second tub malfunctioned, the medical staff removed the tube and opened five tubes from the same batch for in vitro testing. It was found that all of them were leaking, so the tubes from the same lot number were not used and replaced with the tube from another lot number. The issue took place in a hospital setting.